Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic low anterior colon resection procedure, there was a partial staple line and full cut. The same thing happened a second time. The doctor used a new device with another reload and received a partial staple line and full cut. A new stapler was used to complete the resection. There was no pt consequence.